Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports the implant was inserted (B)(6) 2016 in the patient's mouth. On (B)(6) 2018, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: swelling and inflammation. No further patient complications were reported.